Event description:
The field assurance department was "made aware" of this event in 2007. The determination to report this event was made in 2007. It has been reported to us that during the case the guide wire stretched while being removed from the patient. The physician inserted the lead and the guide wire into the patient. The physician progressed the lead into a tight/acute turn with the guide wire inserted through the lead. The physician had difficulty advancing the lead and guide wire into the right atrium. The physician could not advance the lead the physician decided to remove the lead, which also had the guide wire inside the lead. Once the lead was pulled back further, the physician decided to pull the guide wire out when the physician discovered that the wire was unraveling (stretching). In order to prevent the wire from being lost inside the lead, the physician decided to cut the lead in order to grab a hold of an intact section of the guide wire for removal. The physician was able to remove all of the guide wire from the patient without any other issues.

Manufacturer narrative:
The field assurance department was "made aware" of this event information in 2007. The determination to report this case event was made in 2007. Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.